Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick balloon catheter was returned in a carrier tube and inner packaging pouch with the product mandrel inserted. Visual examination identified the bi-tube loosely attached by the distal tip. Blood and contrast were noted throughout the distal shaft and the distal tip was damaged. Scratches were noted on the hypotube, 25-46cm from the hub. The midshaft was damaged on the proximal side of the guide wire exit notch and the corewire was fractured approximately 20 cm from the distal tip of the catheter. The proximal section of the fractured corewire was protruding through the shaft. The entire length of the distal shaft was buckled. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6). It was reported that during a percutaneous coronary intervention (pci) procedure, difficulty crossing occurred. Vascular access was obtained through a radial artery. The 80% stenosed, 3.5mm x 24mm de novo lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery. The physician implanted two unspecified taxus liberte stents. For post dilation, the physician attempted to advance the 4.0mm x 12mm quantum maverick balloon catheter however; could not cross the lesion. The device was removed and the procedure was closed. No patient complications were reported and the patient's status is fine. However; analysis of the 4.0mm x 12mm quantum maverick balloon catheter identified a core wire fracture.